Event description:
During use of probe in left shoulder the orange band at the operating end of the probe came off in pt's shoulder and could be seen in the video monitor and debris was removed with suction.